Event description:
It was reported that during the attempt to deploy the absolute pro stent, it was difficult to turn the thumbwheel and the stent failed to deploy. The handle mechanism was reported to be broken and the thumbwheel was not effective. There was no partial stent deployment or stent exposure noted. The procedure was completed using another unit. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis revealed that the stent implant was partially exposed distally from the distal outer sheath for a length of 5mm.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damage to the handle components was confirmed. The stent implant was partially exposed distally from the distal outer sheath, for a length of 5mm, confirming the reported deployment issue. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.